Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator presented to the hospital as the device was emitting beeping tones. Upon device interrogation, a yellow screen with 'error code 1003, voltage is to low to project the remaining capacity' was noted. A boston scientific technical service consultant was contacted and recommended urgent device replacement. On (B)(6) 2011 a device replacement procedure was performed. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device memory was reviewed and current drains were charted. Per normal device operation, the device exhibited high current drains during automatic capacitor reformations from the time of device implant until (B)(6) 2011. After an automatic capacitor reformation is completed, battery voltages are expected to increase back to normal. After (B)(6) 2011, voltage levels remained constant, rather than increasing back to normal. Beginning (B)(6) 2011, voltage levels began to decrease and the fault "voltage too low for expected remaining capacity" was recorded on (B)(6) 2011. Notably, on (B)(6) 2011 voltage levels began to recover. Voltage levels continued to increase during the time of device analysis. The device case was opened and the battery was isolated. This battery cell was thoroughly analyzed and a lithium cluster was identified within the cell. The presence of this lithium cluster can result in shorting of the battery cell case to the cathode bridge and, ultimately, self-depletion of the battery. As indicated by the recovering voltage measurements, analysis determined the lithium cluster caused a short at one point but the shorted condition was no longer present at the time the device was returned.